Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the side rail of the ventilator was accidentally broken. According to information from our field service engineer, given that it is an accidental breakage of the side rail where the tube holder rod is attached, the customer proceeded with the order through an estimate. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the side rail of the ventilator broke. There was no patient harm. Manufacturer's ref #: (B)(4).